Event description:
A 6f angio-seal vip was selected for use in the superficial femoral arteriotomy. After deploying the device, the patient experienced acute thrombosis and the femoral artery was occluded at the bifurcation. The device was removed and the patient was reported to be fine after this event.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) warns, do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.